Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that the balloon burst. The 100% stenosed target lesion was located in the proximal left anterior descending artery (lad) at the bifurcation off of the first septal perforator branch and before the first diagonal branch. A samurai guidewire crossed the lesion with moderate difficulty. A 2.25x20 apex balloon was used to dilate the lesion and reestablish flow. Nitroglycerin was given into the coronary artery. A 2.5 x 15 mm nc quantum apex was unable to completely expand in the proximal part of the lesion and burst at 20 atm. A 18 cutting balloon was then used and dilated up to 16 atm, but also would not completely expand in the proximal portion of the lesion. A rota pro flex guidewire was then advanced down stream and rotablation was performed with a 1.25 mm burr for 3 runs just over 20 seconds each. Initial balloon dilatations were then performed with a 2.5 x 15 mm nc quantum balloon, but would not completely expand again. During advancement of a rota wire and a 1.50mm rotapro, the rotapro froze on the guidewire and the device continued to stall. The devices were removed together as one. A non-boston scientific guide catheter was selected for use. A rotapro extra support guidewire was selected for use and froze on the 1.50mm rotapro. A new 1.5mm rotapro was advanced and rotablation was performed between 160,001 and 170,000 rpms with three separate runs just over 20 seconds. After angiography, additional balloon dilatations were performed with the nc quantum apex 2.5 x 15 mm balloon. The balloon did expand significantly better although not 100% in one spot. A wolverine was selected for use and was unable to completely expand. A 2.5 x 38 mm synergy drug-eluting stent was then placed starting at the mid vessel around the curve back towards the proximal vessel and delivered at 16 atm. A 2.75 x 28 mm synergy drug-eluting stent was placed more proximally with partial overlap of the more distal stent and it was expanded up to 18 atm. Balloon dilatations were then performed with a 3.0 x 12 mm nc quantum apex balloon up to 24 atm. No patient complications were reported.